Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium large clip applier instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the device logs for the medium large clip applier (part# 470327-12 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the medium large clip applier was last used on (B)(6) 2022 via system serial# (B)(4) for a esophagectomy transthoracic - chest anastomosis surgical procedure. There were 22 uses remaining after this last usage. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the medium large clip applier instrument did not release the clip from the instrument after clipping. The procedure was completed with no reported injury by using a backup instrument of the same type. On 10-may-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the instrument was checked before starting the procedure. The procedure was not changed to laparoscopy and no cable broken off or loose during use. The instrument was used on the patient prior, and the clips used were a "standard size." The surgeon did not confirm closure of the clip after ligation as the device did not release the clip. The ligated vessel did not have a diameter of more than 10 mm. Another clip applier instrument was used to continue the procedure, and there was no patient harm. The delay did not occur during warm ischemia time.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate or confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. A clip test was performed while the instrument was installed on an in-house system and passed. The clip held and released the clip multiple times without issue. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.